Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm was received and the pump shutdown. Blood glucose was 162 mg/dl. Customer reverted to using manual injections for insulin therapy.